Event description:
It was reported that during a surgical procedure at the user facility that the device stopped working. As a result of the device no longer working, the customer had to obtain another device to complete the procedure. The procedure was completed successfully using the alternative device. However, the delay resulted in additional general anesthesia for the patient. No other adverse consequences were reported as a result of this event.